Manufacturer narrative:
MDR 8021545-2024-00391- device 10 of 10

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced ten infusion set leaking events over the last 3 months. Customer reported infusion set leaking was at the tubing connection at site. The infusion set had been in use for 24 hours. Customer replaced infusion set and resumed insulin deliveries successfully. No further information available.